Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the vitrector was not cutting and produced unusual sound during pars plana vitrectomy surgery. The procedure was completed by rebooting the system and recalibrated with eighth vitrectomy pack. There was no patient impact. This report pertains to 3 probes of same lot containing 8 probes involved in this reported event from the same facility.